Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was cancelled by the customer. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up, it was stuck on the start up screen. No harm to the patient or user was reported. Philips has started an investigation of this complaint.